Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the error code by review of the printout log. The fse confirmed the error 4002 was caused by the customer leaving a cap on the sample tub causing the nozzle assembly to crash. The fse replaced the sample nozzle assembly. The fse powered up the analyzer in service mode and found the analyzer would not initialize. The analyzer screen would start blanking and multiple errors including error 5002-no response from slave occurred. The fse removed the front cover from the analyzer and reseated all connections on the main board, but the 5002 error persisted. The fse ordered a new main board for the analyzer. The fse returned to the customer site at a later date to replace the main board. The fse powered up the analyzer, but error recurred. The fse checked all fuses on the power supply board, and found no blown fuses. The fse reseated all fuses and checked all connections, powered on the analyzer again and instrument initialized with no recurring errors. The fse inserted a backup usb and restored all parameters to the analyzer. The fse was then able to verify the sample nozzle assemble alignments to the diluent, wash, and waste ports. The fse validated the analyzer by running calibration and quality control (qc) with results within acceptable range. The aia-360 analyzer analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review from for similar complaints was performed for serial number (B)(6) from the install date of 18apr2024 through the aware date. There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 4002 turn table home not found. Description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 5002 no response from slave. Description: slave response not detected error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported issue was due to a mechanical problem with the sample nozzle assembly and main board.

Event description:
A customer reported 4002 turn table home not found on the aia-360 analyzer. The customer stated they left a sample tub with a cap on the sample carousel. The customer attempted to performed a shutdown on the instrument, but error remained. Technical support specialist (tss) instructed the customer to reboot the analyzer and inspect the turn table for jams with none found. The customer rebooted the analyzer, but the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported mechanical problem with the sample nozzle assembly and main board.

Manufacturer narrative:
The sample nozzle and main board was returned to the instrument service center (isc). The sample nozzle was broken into small pieces and was unable to be tested. The main board was functionally tested and it was found the software needed updated confirming component failure. The isc technician updated the main board software and retested the functional testing with no issue. The most probable cause of the reported issue was due to needing to update the main board software, component failure.